Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise was observed via merlin.net transmission. Patient presented to clinic and it was determined that non-sustained lead noise due to mismatch between the near field and far field channel occurred. The device remains implanted and was reprogrammed. The patient condition was good.